Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life w/ moisture) issue; less than expected battery life with moisture in the battery compartment. The reporter denied damage to the insulin pump and battery cap. There is no indication the alleged product issue caused or contributed to an adverse event. This report is made under the requirements of the health authority regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 16-apr-2019 with the following findings: review of the pump alarm revealed frequent low battery warnings and replace battery alarms recorded. On investigation, the pump powered on normally. The electrical current draws were evaluated and determined to be within specifications. Moisture was confirmed by moisture corrosion in the battery compartment due to a leak at the site of the crack in the battery compartment. The leak was confirmed through leak testing. A power issue was not duplicated.